Manufacturer narrative:
Additional information: section h6: evaluation codes; section h10: narrative text. The sapien 3 valve was not returned to edwards lifesciences as it remains implanted in the patient. Review of case imagery did not provide any relevant information to the evaluation. A device history review (DHR) review and lot history review were not able to be performed since the valve serial number was not provided. Complaint history review from (B)(6) 2019 to (B)(6) 2020 for the sapien 3 valve (all sizes) revealed similar reported event and associated root causes. Available information suggested patient factors may have contributed to the reported events. Since no edwards defect was identified, no corrective or preventative action is required. Based on the complaint history review, there was none of these potential root causes relevant to the current evaluation. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. During the manufacturing process, the sapien 3 components, leaflets and frames, undergo multiple 100% visual inspections. During the production flow testing, the valves undergo 100% visual inspection and functional (coaptation) testing. The valves undergo 100# visual inspection before and after attachment to the holder. Prior to final packaging, the valves undergo 100% visual inspection is ensure not damage occurred from handling. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the reported information. Due to the unavailability of a returned device or relevant imagery, no potential manufacturing non-conformance was able to be determined. A review of manufacturing mitigations and complaint history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, ¿two years and seventeen days after the implant of a 23 mm sapien 3 valve in aortic position, a non-edwards valve was implanted due to the patient´s bad condition ( nyha class 4 shortness of breath and worsening kidney function)¿, and ¿as per medical opinion, the increase in gradients and the decrease in aos are due to elastic recoil after implantation. Before reoperation, the narrowest diameter of the stent frame on preimplantation CT was only 19.2cm¿. The frames were tested per specification. There is insufficient information to determine a root cause at this time. Since no labeling or IFU/training inadequacies were identified; therefore, no corrective or preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Valve stenosis is listed in the instruction for use (IFU) as a potential risk associated with the use of the thv. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. However, it is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, based on the limited information provided, the exact root cause for the valve stenosis 2 years and 17 days post valve implant could not be confirmed. However, it may be related to patient¿s co-morbidities (worsening kidney function) or pre-existing valvular disease process may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), 2 years and 17 days after the implant of a 23mm sapien 3 valve in aortic position, the patient presented with increased gradients, decreasing eoa, nyha class 4 shortness of breath and worsening kidney function. A non-edwards transcatheter valve was implanted in the existing sapien 3 valve during a valve in valve (viv) procedure. At the time of the report, the patient was recovering without complications. The valves remain implanted in the patient.